Event description:
It was reported that the programmer would not leave the initial start up screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer would not leave the initial start-up screen and therefore it was reconfigured and the software reloaded. Analysis further noted that the system fan was noisy, the upper hinge plate and rear case assembly were scratched and the bulkhead was damaged. All were replaced. (B)(4).